Event description:
The physician reported during an aneurysm coiling, the last 2-3mm of the coil was not possible to implant to the the aneurysm. The physician tried to reposition the coil twice, but it was not possible to implant all length of the coil to the aneurysm. It was decided to remove the coil from the aneurysm but during the extraction, the coil had been unexpectly detached. The coil remained in a. Media and the physician tried to extract the coil with in-time retrieval device but was unsuccessful. The physician tried many times to catch the coil into the in-time device, but catching the coil was impossible. Due to the unsuccessful coil extraction with the in-time device, the patient had to be sent to open-neurosurgery procedure. The open-surgery operation took 4.5 hours and after the coil extraction. A. Media m1 and acoma a2 3-4 were closed. The physician continued to make local trombolysis with the neuroform 3 implantation, then the a.media had been partially recanalized.

Manufacturer narrative:
The device in question was not returned to boston scientific, as it was discarded by the hospital. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. Boston scientific will conduct a review of the device history record (DHR) and a supplemental report will follow.